Event description:
An internal review revealed that this product was removed for infection and discarded by the hospital. This device was part of a system removed for infection. Please reference philos ii sr, sn: 75336269, MDR# 05-0081 for additional information. A new system was implanted at a later date.